Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited noise oversensing on the right atrial (ra) channel. The noise was consistent with the minute ventilation signal and boston scientific technical services (ts) recommended programming minute ventilation off. The physician elected to continue monitoring the patient and will review the system at the next scheduled follow-up. This ICD remains in service. The ra lead is another manufacturer's product. No adverse patient effects were reported.